Event description:
It was reported that patient had pain and immobility in right knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 30 mm poly size 3. Catalog numbers and lot codes of other devices listed in this report: cat # unk_rec lot # unknown description: triapholon ts revision system; cat # unk_rec lot # unknown description: size 4 right ts femur; cat # unk_rec lot # unknown description: 13 x 100 fluted stem; cat # unk_rec lot # unknown description: 25 mm extendor; cat # unk_rec lot # unknown description: 10 mm tibial wedges; cat # unk_rec lot # unknown description: 15 x 100 fluted stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.